Event description:
The customer reports catheter breakage to cause a leak. The device was in place for six days when the alleged issue was detected and at that time the device was removed. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The customer returned one three-lumen catheter for evaluation. The catheter box clamp was returned adhered to the catheter body and the catheter contained significant signs of use in the form of biological material. Visual examination of the returned catheter did not reveal any defects or anomalies. The catheter was initially flushed to ensure there were no blockages. The distal end of the catheter was then clamped and a lab inventory syringe was used to pressurize each lumen. No leaks were detected. The catheter was then tested for liquid leakage per bs en iso 10555-1 annex c. This states that there shall be no liquid leakage in the form of a falling drop when pressurized to 300kpa for 30 seconds. The catheter was connected to the leak tester and pressurized to 300 kpa for 30 seconds. No leaks were observed from any region of the catheter. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested. " the customer report of a juncture hub leak could not be confirmed by functional testing of the returned catheter. The catheter passed all relevant visual and functional tests and a device history record review was performed with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaint of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports catheter breakage to cause a leak. The device was in place for six days when the alleged issue was detected and at that time the device was removed. No patient harm reported.